Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery and while loading a cartridge. When another cartridge was loaded the alarm reoccurred the customer's blood glucose (bg) level was 548 mg/dl and an insulin injection was administered to address the bg level. Due to over-correcting with the injection, the bg level dropped to 47 mg/dl. Food was consumed to address the low bg. The customer was to use insulin pens to manage diabetes.